Manufacturer narrative:
The device returned date was documented as dec 3, 2015 in the initial report. The device returned date has been updated as dec 8, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose which was leaking air and a damage on location 1 of the muffler. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly and manufacture. This issue has been escalated to CAPA. It was further determined that the a motor rub was felt during pre-test. It was determined that the back plate was scratched off along with soft couple nut in the early stages of cracking and there were debris present which was indicative of failure to properly avoiding debris and dirt to get inside foot pedal. It was determined that these issues created the rub sensation felt during pre-test. It was determined that these issues were caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that there was an air leak in the hose of the motor device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.